Event description:
The pt stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber and insulin spilled into the cartridge compartment. During troubleshooting with a company representative, the plunger was detached from the piston rod. The pt was instructed to dry the infusion device with a cotton swab. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.